Event description:
The customer reported that the fluoroscopy was interrupted during exam.

Manufacturer narrative:
(B)(4). When investigation is completed, a follow up report will be sent to the FDA.